Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital for symptoms of seizure. It was noted it was unknown if the event was related to the patient's device. It was stated the patient had a CT scan and the caller also wanted to do a portable MRI on the patient. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).